Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was unable to charge. Per caller, the patient was seeing the reposition antenna screen and try again on insr screen. The patient was not new to charging and usually got coupling boxes easily. Per caller the patient discharged their ins thursday or friday last week. The caller didn't know if the insr could take a charge or not. There were no pocked issues with the ins. The patient did not have any falls either. The insr had not gotten wet or dropped to caller¿s knowledge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins charging issues were not determined. The patient called technical services on their own and the issue seemed to resolve as they had not heard back from the patient. There were no further complications reported.